Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, 7 days after a tonsillectomy with a coblation halo wand, the patient's tonsil rebleed. The patient had to go back to the or and get cauterized to stop the bleeding. The amount of blood lost was 250 cc. The patient is currently in ICU, stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).